Manufacturer narrative:
The customer reported that when launching an ssep examination in the or (with a patient on the table), the mee 2000 system gave a "somato high" error message for the electrical stimulator, then shut down. The machine was swapped with a working one to continue patient monitoring during the procedure. Technical support (ts) later tried to restore the protocols and correct a permissions issue, but the issue persisted when testing the stimulator. Per the mee manual, this issue could be caused by a defective cable. They will be provided with a quote for a replacement a-bank stim pod kit, which includes the needed cable. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that when launching an ssep examination in the or (with a patient on the table), the mee 2000 system gave a "somato high" error message for the electrical stimulator, then shut down.

Event description:
The customer reported that when launching an ssep examination in the or (with a patient on the table), the mee 2000 system gave a "somato high" error message for the electrical stimulator, then shut down.

Manufacturer narrative:
Details of complaint: the customer reported that when launching an ssep examination in the or (with a patient on the table), the mee 2000 system gave a "somato high" error message for the electrical stimulator, then shut down. The machine was swapped with a working one to continue patient monitoring during the procedure. Technical support (ts) later tried to restore the protocols and correct a permissions issue, but the issue persisted when testing the stimulator. Per the mee manual, this issue could be caused by a defective cable. They will be provided with a quote for a replacement a-bank stim pod kit, which includes the needed cable. No harm or injury was reported. Investigation summary: nihon kohden was able to confirm the reported issue was due to the main unit needing replacement. A definitive root cause of how the issue with the main unit occurred is unknown, as the device was not returned for evaluation. However, it is possible the issue with the main unit was due to damage from wear and tear during use, which may result in blown fuses. The customer was advised to work with their ae to replace the main unit, to resolve the issue. Potential causes could be main unit issues, stim overload issues, stim fuses, stimulator issues, cable issues, and settings issues.